Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that manager has emailed a fms questionnaire to nurse on (B)(4) 2014, and an appointment to visit nurse on (B)(4) 2014. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported that the pt developed a pressure ulcer while using the fms control.